Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had gi bleed, patient was readmitted. Endoscopy was performed on (B)(6) 2014. No results to report at this time. Patient ongoing, no product to return.